Manufacturer narrative:
The device was not returned for analysis as the device was implanted. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked MDR: 2029214-2019-00968. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of two pipeline flex with shield devices. The pipeline flex with shield was reported to have failed to open at the proximal section and encountered difficulties with resheathing. This device was resheathed more than 2 time within the m1 and was open more than 20 minutes before unsheating. The user also used the torquer a few times to torque. The pipeline¿s proximal and middle sections were placed in a bend. More than 50% of the device was deployed when it failed to open. The device was removed. Upon assessment of the removed device, the pipeline still failed to open and had fresh blood formation on the stent. A pipeline flex with shield (ped2 (ped2-450-16)) was placed, however, the proximal part did not expand. The proximal part was stretched between 2 curves and therefore did not allow the device to expand. A balloon was used to open the proximal part and to migrate the proximal landing zone a bit distal to have a good opening of the pipeline and achieve neck coverage. The ped2 was placed; the physician did not have issues with the device's wall apposition. A control angio was performed and the intervention was completed. The patient was on dual antiplatelet treatment (dapt). The patient was reported to be asymptomatic post the procedure. The patient was undergoing endovascular treatment of a ruptured, left ophthalmic segment aneurysm that was saccular. The max diameter was 2mm and the neck was 2mm. The distal landing zone was 4.17mm and the proximal was 4.4 to 4.5mm. The vessel tortuosity was normal. The devices were prepared per the instructions for use (IFU).